Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that his infusion device had no power. He stated his power pack was 2 weeks old. He stated he was aware of the power pack recall, but he thought the issue had been resolved. He was advised to insert a new power pack into his infusion device and it functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.